Manufacturer narrative:
Concomitant medical products: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56cm; model#: sc-4319, lot#: 18972678, description: clik x MRI anchor. The explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt pressure in the abdomen following an implant procedure. The patient underwent an explant procedure.